Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, the monitor would not power on. The cause of the inability to power on is a defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the monitor. The patient received a replacement monitor.